Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had pocket site pain when sitting. About two months prior to the report, the patient had a fall that moved her battery to a different location near her tailbone. Around the same time she had other health complications and discontinued the use of her stimulator. Prior to the fall, the patient had good coverage of her painful areas and relief of her painful areas. The stimulator was turned on for a short period following the fall and there was similar coverage and relief of her painful areas at that time. A surgical intervention was planned and scheduled for (B)(6) 2016. The patient planned to have a pocket revision surgery. Later, it was reported the case was rescheduled for (B)(6) 2016 and then again rescheduled to (B)(6) 2016. A pocket revision only occurred. When the patient fell a few months prior to the report, the implantable neurostimulator (ins) moved up. The healthcare provider (hcp) opened the pocket and sutured the upper portion of the pocket and moved the ins lower. No disconnection occurred. Impedances were checked pre-operatively and intra-operatively and all were within normal limits. The ins was sutured to the fascia to try to keep from moving. The patient reported good coverage wand was doing fine. Relevant medical history included spinal pain.